Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation included evaluation and optimization of the 12 vdc power supply. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the fluoroscopic image was intermittently lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.